Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the nurse reported that when the surgeon tried to insert a clamp into the trocar, he felt like a jolt and the transparent piece in the seal housing of our trocars fell into the abdomen of the patient. Luckily, the surgery team saw it. I was not present during this case. Additional information received from sales representative by email on 01/30/2019: the whole transparent shield felt into the abdomen. Patient status: no patient injury.

Event description:
Procedure performed: cholecystectomie. Event description: the nurse reported that when the surgeon tried to insert a clamp into the trocar, he felt like a jolt and the transparent piece in the seal housing of our trocars fell into the abdomen of the patient. Luckily, the surgery team saw it. I was not present during this case. Additional information received from sales representative by email on 30jan2019: the whole transparent shield felt into the abdomen. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed the complainant's experience of seal component separation. The shield was also damaged. Based on the condition of the returned unit and the description of the event, it is likely that the seal component separation was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.